Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported ultrasound (us) tip inside the pak was found bent when opened before cataract surgery. The surgery was performed and completed after replacing the product with another one. There was no patient involvement.

Manufacturer narrative:
One opened phaco tip with a wrench in a plastic tray was received. The phacoemulsification tip was visually inspected and deemed nonconforming. The phaco tip is bent at the cone to cannula transition area. There was wear on the threads, back of flange and scratches on the nut corners that was consistent with threading on a handpiece. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. How and when the phaco tip cannula became bent cannot be determined from this evaluation. The most likely cause of a bent phaco tip cannula is from improper handling of the product. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phaco tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).